Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead became entangled with the right ventricular (rv) lead. The ra lead tip became stuck in the atrial wall/tricuspid valve. During the process of removing the ra lead, the rv lead became dislodged. The ra lead was explanted and replaced and the rv lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.